Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred a 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was simply pulled out from the patient's body. No patient complications were reported and the patient's status was good.